Manufacturer narrative:
One cadd® cadd-prizm® vip system was returned for analysis in good condition. The pump was visually inspected and was tested for any signs of function and pressure failure. The customer's reported problem of an alarming "external power source faulty" was verified. It was determined that a faulty micro processor board was the cause of the reported problem. The failure mode was found to be inoperable. The root cause was found to be unknown.

Event description:
It was reported that a cadd® cadd-prizm® vip system was displaying "external power source faulty". There was no reported patient involvement.